Event description:
It was reported a revision of a left knee occurred on (B)(6) 2025, where an attune implant was explanted. The implants both side were loose and the tibial stem had migrated outside of the tibial bone. Original implant was done in 2021. The attune revision implants removed had no bone on growth on the femoral metaphyseal sleeve and limited on the tibial metaphyseal sleeve. The poly had to be split for removal purposes but was intact at time of revision. The surgeon stated there was no infection present. Surgeon suspects reaction to the metal. The patient was revised to another company's implants.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however photos and x-ray were provided for review. The x-ray investigation revealed radiolucency gaps around the device indicating lack of proper bone ingrowth to the fixation surface. Additionally, the photo revealed an improper bone ingrowth suggesting an inadequate osteointegration with the implant. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the atun tib slv m/l 45mm half por would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.